Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated the bed was making a grinding sound and a portion of the frame snapped.